Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the tortuous and calcified left anterior descending (lad). The physician implanted three ion stents to the lesion. The most proximal stent implanted was a 2.75x24mm taxus ion stent. A gap between the distal and the mid stent was noted. The physician attempted placing a fourth stent to the lesion but had trouble crossing with an unknown balloon. Angiography revealed haziness and deformation at the proximal stent. The physician implanted a non-bsc stent successfully. No patient complications were reported and the patient's status is fine.